Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive rheumatoid factor (rf) results for four patients that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The original samples were re-tested out of the laboratory. It is unknown if patient treatment was affected. A separate MDR 2050012-2010-01474 was submitted for the malfunction portion of this event and reports 2050012-2010-01485, 2050012-2010-01487, and 2050012-2010-01488 have been submitted for the other patients associated with this event.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable caused by the patient not being connected when therapy initiate. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm that appeared on the homechoice (hc) during initial drain. The home patient (hp) stated that she had been on the phone while setting up the machine and pressed go after the machine prime without connecting. The hp pressed stop after the hc alarmed, turned the machine off ,connected, then turned the machine back on and tried to start the therapy. The technical service representative (tsr) advised the hp to disconnect and restart the setup with new supplies. Proper procedures per the user manual reviewed with the hp. There was no patient injury or medical intervention indicated at the time of the initial report.